Event description:
It was reported that the patient's ipg was unable to take a charge and was unable to link to the charger. The patient underwent a revision procedure wherein the ipg was repositioned in the pocket and remains implanted. The patient was doing well postoperatively.